Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received the user facility report (B)(4) from the (B)(6) registry indicating that the pt had a history of accidental system controller power disconnects. In clinic, upon device interrogation, the pt was found to have power disconnects with two pump stoppages. The pt was admitted and an echocardiogram (echo) was performed which found no thrombus. No mechanical issues with the device were found.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.